Event description:
Information received by medtronic indicated that the insulin pump had blank display and stuck button alarm. Customer stated they did not press a button down for 3 minutes or longer. Customer stated they were not able to clear the alarm. Customer stated that the display was not blank less than 30 seconds and did not return. The customer reported that insert battery alarm did not display on the insulin pump screen after removing the battery. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged battery cap cracked/damaged, blank display and stuck button alarm found on oct 03, 2021. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place. The pump was received with unresponsive keypad. No blank display noted. Unable to perform the self test, displacement test, active current measurement and sleep current measurement due to unresponsive keypad. Unable to download history files and traces using thus due to unresponsive keypad. Unable to generate power management graph due to blank display. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump failed the keypad voltage test on the center button. The pump was cut open to perform visual inspection and found corrosion on the j1/pcba 1 connector. Corrosion was also found on the pcba1, pcba2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu, continued testing and download. The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. No unresponsive keypad/keypad anomaly noted when using the test case. Successfully downloaded history files and traces using thus. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on the event date: 10/03/2021 11:37:03.000 and 10/03/2021 11:47:00.000. Pump error 61 (stuck key alarm) and unresponsive keypad were confirmed due to corrosion on the j1/pcba 1 connector. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during the testing. However, low battery alert was recorded and found in the formatted history file on: 10/03/2021 11:11:00.000 insert battery alarm was recorded and found in the formatted history file on: 10/03/2021 11:47:15.000 10/03/2021 11:48:47.000 failed batt/battery failed alarm was recorded and found in the formatted history file on: 10/03/2021 11:47:39.000. 10/03/2021 11:49:37.000. And power error alarm was recorded and found in the formatted history file on: 10/03/2021 16:00:00.000. The original pcb2 was installed in a test pcb1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcb1 was installed in a test pcb2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. Low battery alert, failed batt/battery failed alarm, pump error 25 alarm and the pump had a high sleep current measurement due to corrosion on the pcba1 and pcba2. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a keypad overlay peeling, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. A cracked retainer was confirmed. Unable to confirm battery cap damage due to pump received without the original battery cap. Unable to download history files and traces using thus due to unresponsive keypad. Pump error 61 (stuck key alarm) and unresponsive keypad were confirmed due to corrosion on the j1/pcba 1 connector. Blank display was not confirmed. However, a test case was used, continued testing and download. Unexpected battery power loss or replace battery alert/replace battery now alarm, low battery alert, failed batt/battery failed alarm and pump error 25 alarm were confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm, low battery alert, failed batt/battery failed alarm and pump error 25 alarm due to corrosion on the pcba1 and pcba2. During visual inspection, corrosion was also found on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.